Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. The patient came in for a followup and the ICD could not be interrogated. The physician elected to explant the device and a new ICD was successfully implanted.